Event description:
A tech reported that a pt was diagnosed with a mild infection in the right eye, three months after having lasik surgery. The lasik surgery ins not believed to have caused the infection, however no other suspected cause has been reported. The pt reported that the vision was good in both eyes for distance and near. Topical antibiotic drops were prescribed. The pt elected to cancel the follow-up appointment, citing that the infection had improved.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).